Event description:
It was reported that the patient experienced severe urgency, urge incontinence and bladder spasms 2 weeks post tvt placement. The symptoms of bladder spasms and incontinece were medically treated with detrol and ditropan with no results. A hematoma was discovered, which did not require surgical evacuation and subsequently resolved spontaneously.